Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the digital diluter, sample syringe and the aspirate probe 2. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp rubella igg result was obtained by the customer on a patient sample. The patient sample was repeated with a new lot of rubella igg and the test result was negative. Patient treatment was not prescribed or altered. There was no known report of adverse health consequences due to the false positive result.